Event description:
Our rep is reporting that during knee repair, a portion of the distal tip of the hexdriver broke off into the screw. The fragment was easily retrieved from the joint space, and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.